Event description:
It was reported that the pulse generator connector would not accept the lead. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of inability to connect is verified. The cause of the reported event is due to the out of spec dimension of the ventricular contact spring. Electrical analysis revealed normal characteristics. Initial reporter unk.